Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies, other than explant damage. Testing was completed to assess lead electrical performance and measurements were within normal limits. A wire insertion test was also performed and indicated no blockage in the lead lumen. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement. The lead had moved from a septal location to the rv floor. No complications were reported. The lead was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement. The lead had moved from a septal location to the rv floor. No complications were reported. The lead is expected to be returned.